Manufacturer narrative:
(B)(4) d10 - medical devices: 56mm o.d. Size kk porous uncemented with cluster holes shell use with kk liners; item# 00875705601; lot# 62666846 bioloxâ® delta, ceramic femoral head, xl, ã¸ 32/+7, taper 12/14; item# 00877503204; lot# 2581887 bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14; item# 00877503203; lot# 2734856 32mm i.d. Size kk elevated rim liner use with 56mm o.d. Size kk shell; item# 00875201232; lot# 62152055 g2 - foreign: australia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was a reported that the patient underwent a revision surgery due to periprosthetic fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned for evaluation. There is a picture available which shows the explanted stem, ceramic head and liner. The devices are bloody and the stem has tissue on it. Based on the provided picture, no further statement can be done. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. A radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: ap view of the right hip demonstrates a right total hip arthroplasty with periprosthetic fracture involving the lateral cortex of the proximal femoral diaphysis. Osteopenia. Hetero topic ossification along the greater trochanter. No surgical reports were provided. This complaint was confirmed based on the provided x-ray. Nevertheless, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.